Event description:
The patient reported a pod hazard alarm. No change in blood glucose values was reported. Analysis of the returned device confirmed two tears in the internal cannula, which resulted in corrosion and the reported hazard alarm. The device was originally reported for pod hazard alarm/alert/advisory - during operation.

Manufacturer narrative:
An 0x3d hazard alarm was observed in the data, indicating step sensor asserted before wire driven. Corrosion was observed on the pcb, the needle mechanism rails, the catch beam, the chassis, the ratchet gear assembly, the batteries, and the piezo. Two internal tears were observed on the soft cannula near the nail head, causing an internal leak. The tears can be confirmed as the cause of the corrosion and of the reported hazard alarm. The observed internal cannula tear is related to action #98586. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.